Manufacturer narrative:
Although the suspect device has been received for eval, the analysis has not been completed; the cause of the reported malfunction has not been determined.

Event description:
It was reported to boston scientific corporation that during an esophagogastroduodenoscopy procedure, the maxforce balloon dilatation catheter would not retract back through the scope. According to the complaint, the balloon had to be cut, then the catheter was able to be removed together with the scope. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "fine".